Manufacturer narrative:
No product was returned. Therefore, no findings are available, and the root cause cannot be established. A device history review was not performed.

Event description:
It was reported that no disposable pump will not run alarm. No patient injury was reported.